Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that, "the other day on saturday", the patient tried to initiate a bolus and the handset said it was unable to connect to the communicator. The patient waited for 15 minutes and it never connected, so they did a restart and went to try it again and it had already taken the bolus count and dropped it by one without giving the patient the actual bolus. The patient mentioned that this had happened multiple times and this was the third time. The patient's handset was getting stuck at 90%. Patient services walked the patient through clearing the data on the handset. Troubleshooting steps taken with patient services resolved the issue. The patient planned to monitor the issue and call back when needed. The patient stated that this handset issue started on time after the first one was replaced, but it was not clear when the handset was replaced. It was noted that the patient had 5 boluses per day. Additional information received from the patient indicated that, in regard to steps taken to resolve the inability to connect to the communicator, "csr unable to resolve 'past issue'". In regard to steps taken to resolve the bolus dropping by one without giving the actual bolus, "csr unable to resolve 'past issue'".

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.